Event description:
The user facility reported the following incident: the patient care manager for the or explained that, a six (6) cm length laceration occurred at the start of the procedure when the patient was turned to the prone position, the patient moved and sustained a laceration, which was closed with stitches. The bridge of the patient's nose contacted the clamp base, but no bruising was reported. The skull clamp was then re-applied, the patient was positioned prone of the table. The procedure was completed.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.